Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated on the morning of (B)(6) 2018, they passed out and her husband called the ambulance, when the ambulance arrived, they checked the patient¿s blood sugar and the blood glucose meter was reading 28mg/dl. They treated the patient and then the patient had a sandwich and felt okay. There was no allegation against the dexcom system as the patient stated they were not using the device at the time of event. The patient indicated that they were prompted to change the sensor and when they did, it had failed, which resulted in not being able to view their glucose values at the time of event. At the time of contact, the patient was doing fine. No additional patient or event information is available.